Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 11th 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia and user had cold,sweating and disorientation.

Manufacturer narrative:
Based on the investigation of the data, there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. It was found that the system did assert a hypo alert approx. In 20 minutes after completion of the fingerstick calibration entry. There was no functional or performance issue discovered in the system.